Manufacturer narrative:
Device analysis: fluid loss was reported. The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder that was the result of wear and fatigue at the corner of a fold in the outer tube and fatigue at the corner of a fold of the inner tube. The other cylinder had a hole in the outer tube that was the result of a sharp instrument and avulsion consistent with explant damage. The pump was not functionally tested due to the cylinder leak and contamination. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient's inflatable penile prosthesis pump would only pump three times and then stay umbilicated. The device had fluid loss from an unidentified location. The patient did not present any symptoms. The device was replaced with an 18cm cx device. The device was non-operational six months prior to replacement. The patient's outcome was good.

Event description:
It was reported that the patient's inflatable penile prosthesis pump would only pump three times and then stay umbillicated. The device had fluid loss from an unidentified location. The patient did not present any symptoms. The device was replaced with an 18cm cx device. The device was non-operational six months prior to replacement. The patient's outcome was good.